Event description:
It was reported that the patient experienced increased back spasms, pain, and a loss of stimulation in the left leg. Further investigation revealed that the patient had high impedances on the lead, and at the time it was assessed that was due to a non-device related fall. The patient then underwent a revision procedure to replace the leads. During the revision procedure an impedance check without the splitters showed that the impedances originated from the leads. Upon explantation of the lead, a small narrowing/kink in the lead was seen and it was assessed that the clik anchor may have caused the kink in the lead resulting in the high impedances. Patient is doing well post-revision procedure.

Manufacturer narrative:
The device was not returned for analysis and the complaint of high impedances could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established.

Manufacturer narrative:
Correction to b3: date of event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 18416042. Product family: scs-lead fixation upn: m365sc43160. Model: sc-4316. Serial: n/a. Batch: 18808293.

Event description:
It was reported that the patient experienced increased back spasms, pain, and a loss of stimulation in the left leg. Further investigation revealed that the patient had high impedances on the lead, and at the time it was assessed that that was due to a non-device related fall. The patient then underwent a revision procedure to replace the leads. During the revision procedure an impedance check without the splitters showed that the impedances originated from the leads. Upon explantation of the lead, a small narrowing/kink in the lead was seen and it was assessed that the clik anchor may have caused the kink in the lead resulting in the high impedances. Patient is doing well post-revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-splitters; upn: m365sc3400300; model: sc-3400-30; serial: (B)(6); batch: 18541067. Product family: scs-splitters; upn: m365sc3400300; model: sc-3400-30; serial: (B)(6); batch: 18541067. Visual and x-ray inspection of the lead serial number: (B)(6) revealed no anomalies. The lead passed the impedance test and exhibits normal characteristics. Visual and x-ray inspection of the lead serial number: (B)(6) revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The lead was kinked after it exited the clik x anchor, which resulted in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Visual inspection of the clik x anchor batch number: 18808293 revealed no anomalies and exhibits normal characteristics. Visual and x-ray inspection of the splitter serial number: (B)(6) revealed no anomalies. The lead passed the impedance test and exhibits normal characteristics. Visual and x-ray inspection of the splitter serial number: (B)(6) revealed no anomalies. The lead passed the impedance test and exhibits normal characteristics. The complaint of loss/no stimulation and high impedances was confirmed through product analysis of lead serial number: (B)(6). The probable cause is traced to component failure.

Event description:
It was reported that the patient experienced increased back spasms, pain, and a loss of stimulation in the left leg. Further investigation revealed that the patient had high impedances on the lead, and at the time it was assessed that was due to a non-device related fall. The patient then underwent a revision procedure to replace the leads. During the revision procedure an impedance check without the splitters showed that the impedances originated from the leads. Upon explantation of the lead, a small narrowing/kink in the lead was seen and it was assessed that the clik anchor may have caused the kink in the lead resulting in the high impedances. Patient is doing well post-revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 18416042. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: n/a, batch: 18808293.

Event description:
It was reported that the patient experienced increased back spasms, pain, and a loss of stimulation in the left leg. Further investigation revealed that the patient had high impedances on the lead, and at the time it was assessed that was due to a non-device related fall. The patient then underwent a revision procedure to replace the leads. During the revision procedure an impedance check without the splitters showed that the impedances originated from the leads. Upon explantation of the lead, a small narrowing/ kink in the lead was seen and it was assessed that the clik anchor may have caused the kink in the lead resulting in the high impedances. Patient is doing well post-revision procedure.